Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, a visual and functional assessment was performed on the device which found that the console displayed an "e8" error code and would not function. During repair, the black wire on the connector was found to be disconnected causing the e8 error code due to normal wear over time. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the motor device displayed an e2 error code at the beginning of burring post holes on the femur. It was further reported that the drill end grinded when it was rotated and the collar on the connector end was loose. It was reported that the device worked for a minute and then an e2 error code was posted. According to the reporter, the device was unplugged two times and each time it worked for a second and then stopped and posted an e2 error. The reporter indicated that they tried it about three times and then replaced the device. There were no delays to the surgical procedure as a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. It was inadvertently reported in the initial report that the event occurred during an unspecified surgical procedure. Upon complaint review, it was determined that the event occurred during a partial knee replacement surgery. If additional information should become available, a supplemental medwatch will be submitted accordingly.